Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional device procode: hrs. Device is not expected to be returned for manufacturer review/investigation. Product was not returned. Device history records review could not be completed without lot number. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on an unknown date during, patient underwent an open reduction internal fixation procedure for a metacarpal bone fracture. During the procedure, the cortex screw penetrated through the screw hole of the locking y-plate. The surgeon removed the screw and re-inserted it successfully. There was no adverse consequence to the patient. It is unknown how the procedure was completed. Patient and procedure outcome were unknown. This report is for one (1) cortex screw. This is report 2 of 2 for (B)(4).